Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the unit was generating technical alarms relating to internal backup battery problems. Our field service engineer investigated the unit on site. During troubleshooting, the technical alarms were confirmed. To resolve the issue, the control printed circuit board (pcb) was replaced. After replacement, the unit passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided, so the reported problem could not be confirmed in advance from device logs. The replaced control pcb was returned for further investigation. During simulated use testing, the aforementioned technical alarms, occurred immediately upon start-up. Visual inspection revealed that the internal memory backup battery contact on the control pcb was loose and slightly crooked, and that the crimp terminal (electrical connector inside the contact to secure a stable connection) was defective. To investigate whether the problem could also be caused by another issue on the control pcb, the internal memory backup battery was replaced. After replacing the memory backup battery, the technical faults disappeared. Additionally, several pre-use checks and 24 hours of ventilation were successfully completed without any alarms or faults. It can therefore be concluded that the problem lies with the internal memory backup battery contact. A definitive root cause cannot be confirmed. Nevertheless, it can be stated that one likely contributory cause of the reported problem could be the defective crimp terminal inside the contact, leading to a depleted internal memory backup battery. The control pcb is a part of the breathing (bre) subsystem. The main responsibilities of the control pcb include patient treatment functions, such as regulating the inspiratory and expiratory gas flow. The memory backup battery on the control pcb supplies power to the internal memory on the control pcb. If the battery on control pcb is disconnected or if the battery voltage is too low, user default configurations and pre-use check results, including transducer calibrations, will be erased. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4)

Event description:
Manufacturer's ref: (B)(4)